Event description:
It was reported that the fluid warmer was leaking. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: while performing a review of file (B)(4), it was discovered that the file is a duplicate file. Report reference number 3012307300-2023-05070 is no longer considered reportable, please disregard any reports associated with it.